Event description:
It was reported that the intra aortic balloon was inserted prior to the pt undergoing open heart surgery. After the operation, the pump began alarming and blood was noted in the gas tubing. The intra aortic balloon was removed and a replacement was not required due to the pt's improving condition. There were no pt complications.